Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was overheating. The extraction was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation the reported event of overheating was confirmed. It was found that the motor was corroded, which was the probable cause of the reported overheating.